Event description:
It was reported that "white paint" was found along the base of the bd hypoint¿ hypodermic needle when it was opened. The following information was provided by the initial reporter: "when looking at the needle in the first kit I opened, the needle had some white paint along the base and up the inside of it on one part, so I didn't use this needle and put it aside". "Patient reported that indeed that there was some white paint around the base where the needle is attached to the syringe."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that "white paint" was found along the base of the bd hypoint¿ hypodermic needle when it was opened. The following information was provided by the initial reporter: "when looking at the needle in the first kit I opened, the needle had some white paint along the base and up the inside of it on one part, so I didn't use this needle and put it aside" "patient reported that indeed that there was some white paint around the base where the needle is attached to the syringe."